Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) via implanted pump. The indication use was for non-malignant pain. It was reported that the communicator was not holding a charge for the past couple days, and they charged it for over an hour today and it was still showinglow battery and plugged into the outlet overnight. The agent confirmed there was no visible damage to the communicator. The issue was not resolved. A request was sent to the repair department to replace the communicator device.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the mai nn component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6) ubd: 26-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.